Event description:
It was reported that on the atrial lead was damaged during a cardiac procedure the patient underwent on (B)(6), 2014. During a post surgery check, the lead exhibited high thresholds and high impedance. The lead was capped and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.